Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer would either change the pump supplies or clear the alarm and resume insulin therapy to address the issue. Tandem technical support attempted to complete a system check, however the customer declined to complete it. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump.